Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised for patella resurfacing (removed natural patella), instability and pain, and possible removal of foreign body.